Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported patient death occurred. In (B)(6) 2017 the patient underwent a left atrial appendage closure procedure. A watchman ® laa closure device was successfully implanted. The patient was discharged home the following day. Prior to discharge a chest x-ray confirmed the device was stable. It was noted that the patient had a therapeutic international normalized ratio (inr) upon leaving the hospital. He returned for the first inr check and it was supratherapeutic. The patient reported he had consumed alcohol. He was warned against alcohol consumption. He returned for another inr check which was reported to be within range. However, the patient died two weeks post procedure. The cause of death is unknown.